Manufacturer narrative:
The evaluation found the adhesive at the distal end forceps cover was peeling. The scope passed the leak test. The scope was repaired to asset specifications and returned to asset stock. The asset was last serviced on april 13, 2021; no problems were found, inspection only. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset evis exera ii ultrasound gastro-videoscope's adhesive at the distal end forceps cover was found peeling. There was no reported allegation of any malfunction associated with the device and there was no patient involvement reported

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The likely cause of the peeling of glue on the distal end of the forceps lid malfunction was due to external force applied to the distal end forceps cover during transportation, storage, use, cleaning, etc. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. The legal manufacturer will continue to monitor complaints for this device.